Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR number: 3006705815-2017-00459. It was reported the patient may undergo surgical intervention due to lead fracture.

Event description:
Device 2 of 2. Reference MFR number: 3006705815-2017-00459. Follow-up revealed the patient's leads were explanted and replaced on (B)(6) 2017. Invalid impedances were noted during the procedure. The issue is resolved.